Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician found that the needle tube and hand shank were separated. The sheath was completely separated from the handle. There was no damage noticed to the packaging, or device, prior to use. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable and good.

Manufacturer narrative:
Visual inspection found the working length (inner and outer sheaths) detached near the distal end of the hub when received. The detached ends of the sheaths appear to have been be cut with something sharp. The inner and outer sheaths appeared slightly stretched where they were detached. It could not be determined how the working length was detached. Most likely, the sheaths were detached by the customer; however, this could not be determined definitively. The issue was identified outside the patient during preparation. The most probable root cause for the initial reported failure is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the report of the inner sheath being detached the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician found that the needle tube and hand shank were separated. The sheath was completely separated from the handle. There was no damage noticed to the packaging, or device, prior to use. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable and good.